Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 32 mg/dl. The reporter stated that paramedics came to the patient¿s home. The patient¿s insulin pump was reportedly suspended by the paramedics. The patient reportedly went to the hospital that same night. The patient reported leaving the hospital at 12:30 am on (B)(6) 2017 having discontinued insulin pump therapy. The patient reportedly remained off insulin pump therapy until after seeing their physician on (B)(6) 2017. During that visit, the physician reportedly made adjustments to the basal rates in the patient¿s insulin pump and the patient resumed insulin pump therapy. The reported stated the patient¿s basal rates were decreased by 20% or 40% (uncertain) each evening around 10:00-10:30. Troubleshooting of the insulin pump was not completed due to the reporter¿s call being disconnected. Animas customer support made several attempts to contact the reporter to troubleshoot the pump and gather additional information; however, the reporter did not respond to the attempts. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy and there was insufficient information to rule out an issue with the functionality of the insulin pump. If further information becomes available, this complaint will be updated accordingly.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2017 with the following findings: the pump history showed that the temp basal program run on (B)(6) 2017. The pump was manually suspended on that date followed by a reboot event. Deliveries resumed on (B)(6) 2017. The last basal delivery was on (B)(6) 2017. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated.